Manufacturer narrative:
(B)(4).

Event description:
The patient presented with high impedance, and x-rays were performed. Per the doctor, things were fine until the patient suddenly had high impedance and low output current. The patient stated she is much more aware of her device and feels it in a different way. The patient has a history of falls and has recently been having more breakthrough seizures. Per the doctor, the patient fell recently which caused the lead to fracture. It was noted that the vns kept going off, making the patient feel like she was choking. It was also noted that the vns was making the patient cough and her throat was feeling uncomfortable. At the appointment, the doctor attempted to lower the output current multiple times but the device continued to show high impedance. Ap chest and neck x-ray images were reviewed. It was unable to be assessed if the connector pin is fully inserted in the connector block due to the quality and angle of the image. The feed through wires appear intact. The lead was visualized in the chest and neck. The lead was assessed for fractures and no gross fractures or discontinuities were noted. There is a twisted portion of the lead above the generator that appears to contain sharp angles. The lead wires appear intact at the connector pin. Based on the x-rays received, the cause of the high impedance cannot be confirmed but it may be related to the twisted portion of the lead. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The lead was replaced. Diagnostics were normal with the new lead implanted. No other relevant information has been received to date.